Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The pt was having an unspecified procedure in a hyperbaric chamber. At an unspecified time during the procedure, the device was programmed to deliver lactated ringer's solution, at a rate of 200ml/hr, and delivery was started. No further programming parameters were provided. The customer contact reported that after a few minutes, the device alarmed with either n180 (distal occlusion non-delivery) or n186 (distal occlusion delivery). Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. The n180 (distal occlusion non-delivery) alarm condition that was reported by the customer contact was noted in the device history, but was not duplicated during testing. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 1110, line a was programmed to deliver at a rate of 200ml/hr, with a vtbi (volume to be infused) of 700ml, for a duration of 3 hours, 30 minutes, and the delivery was started. At 111, the delivery was stopped. At 1112, the device alarmed with n180 (distal occlusion). At 1113, the alarm was silenced, the programming was canceled, and the settings were cleared. At 1115, the alarm was silenced. Between 1118 and 1128, the device alarmed with n101 (no action alarm) 5 times, and the device was turned off. At 1133, the device was burned back on. The device alarmed 2 more times with n180, and at 1142, the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.